Event description:
On 2nd july 2025, it was reported by an arthrex's employee via email that for an ar-1934bcf, suture anchor, biocomposite suturetak ® 3 x 14.5 mm with #2 fiberwire®, its anchor was broken during insertion. This was detected during a rotator cuff repair surgery on (B)(6) 2025. The case was completed successfully by using another brand product. There was no patient harm, and no secondary procedure needed.

Manufacturer narrative:
Investigation is in process. A follow-up report will be provided upon availability of additional information.

Manufacturer narrative:
Additional information: d9, g3, h3, h6. The complaint allegation was confirmed. One unpackaged ar-1934bcf suture anchor, bio-composite suturetak batch 15321083 was received for evaluation. The anchor was found broken, with a fragment still attached to the suture inside the shaft. Anchor fragments generated during the break were not returned for evaluation. No damage was observed on the suture tails. The shaft was rolled on surface plate #650 to check for bending, and no issues were detected. The most likely cause(s) for the reported failure can be attributed to user error, improper bone preparation, misaligned insertion, or excessive forces through leveraging/prying the device.